Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead exhibited high thresholds. It was further reported that during a repositioning attempt, the pacing lead helix could not be retracted. It was also reported that slight adhered tissues were observed at the tip of the removed pacing lead and the helix had become stretched. The his bundle lead was removed and replaced. No patient complications have been reported as a result of this event.